Manufacturer narrative:
H3, h6: the actual complaint product was not returned for evaluation. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A trend related investigation was performed; no complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer it was stated that after using the contact lenses, experienced a scratch on the black part of the right eye. Additionally, the consumer developed a contact lens¿related corneal ulcer, hence the doctor advised to permanently discontinue the use of lenses. The consumer was treated with an unknown medication. The current status of the consumer¿s eye was symptoms continuing at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).